Event description:
It was reported that the drug delivery system was removed due to infection soon after system replacement. No patient outcome was reported. The pump contained lioresal at the time of the event. Additional information has been requested, but was not available as of the date of this report.